Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the left front caster broke while the device was being moved. There was no injury reported.

Manufacturer narrative:
The returned caster and photos were analyzed. Based on the damage pattern it was concluded that the caster had repeatedly been subject to excessive workloads. It is likely that the caster got pre-damaged during transport by driving for example over a doorsill. Continuous mechanical stress finally led to a fatigue break. The primus device is designed so that it is not likely that the primus will tilt in the event of a broken caster. The casters are according to iec 60601-1, additional tests also proved the tightened internal specification. The investigation has not revealed a production failure. The instructions for use contain detailed information about the transport within the clinic and inform the customer about the maximum permissible weight applied in form of accessories. For precautionary reason all 4 casters of the concerned device will be exchanged. Since 2003 about (B)(4) devices were delivered, only two similar cases are known.

Event description:
.